Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history and batch records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 11/10/2015. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to visual distortion. The physician noticed a scratch in the lens upon removal. In a follow up, the surgeon indicated that the patient noticed the distortion with glare and halos mostly at night and with any point source of light. The events resolved after the iol was exchanged.

Manufacturer narrative:
The lens was returned with solution, scraped optic, split/cracked damaged areas, and torn nearly into two portions through the center. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined for the reported 'explant due to visual distortion'. The lens was torn/cut nearly into two portions similar in appearance to damage created when explanting a lens, with additional damage observed. The lens bench evaluation could not be conducted due to the damaged condition of the returned lens. However, the root cause may be related to user handling. The complaint of scratched lens was confirmed. While we are unable to determine the root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).